Manufacturer narrative:
X-rays were received and will be reviewed as part of ongoing investigation. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The device manufacturing quality records indicate that the released components met all requirements to perform as intended. An e-mail requesting the following additional information was sent on april 17, 2018 to the appropriate representatives. Surgical report. All available intraoperative pictures. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted with ncb, femur plate, right, 9 holes, 246 mm to treat a periprosthetic fracture of distal femur . Subsequently the patient went to revision surgery due to implant fracture.

Manufacturer narrative:
Trend analysis: no trend considering the following event is identified: implant fracture. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event description (event details, per) event summary: patient had a right ncb plate implanted on (B)(6) 2017 and was revised on (B)(6) 2018 due to implant fracture. Revision due to periprosthetic fracture of distal femur synthesized with ncb plate for distal femur. Review of received data: 5 x-ray have been received: knee right distal femur and tibia, dated (B)(6) 2017: staples on the lateral side. Enclosed endoprosthesis, lateral femoral condyle plate, 6 screws within condyle hidden behind the femoral part. Another 2 screws within the proximal part. Above the prosthesis multi-fragment supracondyle femur fracture. The distal fragment is shifted into medial direction by around three times the width of the corticalis. No signs of loosening of the knee implants. Femur right ap view and slightly tilted view, both dated (B)(6) 2018: at around half height of the osteosynthesis plate visible plate fracture at height of a screw hole. Ap view shows that distal part of the plate is not adjacent anymore. Distal, osseous fragment shifted into lateral direction by around one-third of the shaft width. As seen before, fracture zone without visible osseous consolidation. At the proximal, lateral end of the distal fracture fragment visible callus formation. The tilted projection shows that the proximal, osseous fragment dislodged into dorsal direction by about 22â°. Knee right ap view and lateral view with femur and proximal lower leg, both-sided, dated (B)(6) 2018: endoprosthesis also on the left side. No further information about the fracture. Knee both-sided ap view, undated: photographed image with deficient quality. No further information. Further, neither a surgical report nor intra-operative pictures have been received. Devices analysis visual examination: the fractured ncb plate was returned for investigation. The fracture of the plate is located through the 7th bore hole starting from the proximal end. The visual examination showed scratches on the non-bone-facing side over the complete implant length. The bone-facing side shows only a couple scratches. Further, some of the screw holes show deformation of the edge on the bonefacing side. The fracture surface shows characteristics of a fatigue fracture, consisting of beach lines over a large area of the fracture surface. The fracture origins are located on the non-bone-facing side of the implant at the beginning of the chamfer. The polished areas of the fracture surface indicate the post-breakage contact of the two parts. Review of product documentation compatibility: no compatibility check can be performed as only one product has been reported. Inspection plan: characteristic no. 10 feature â¿¿dimension after bore hole 9 (5.7 0.6/0)â¿¿ with scope of testing: fal. Means of inspection: green body for inspection. Characteristic no. 12 feature â¿¿dimension 5.7 0.3/0â¿¿ with scope of testing: fal. Means of inspection: green body for inspection. Characteristic no. 13 feature â¿¿edges free of burs" with scope of testing: 100%. Means of inspection: visual. Characteristic no. 85 feature â¿¿material: protasul-64 / iso 5832-3" with scope of testing: 100%. Means of inspection: visual. Characteristic no. 125 feature â¿¿screw thread (m8x0.75 6h)" with scope of testing: 100% visual inspection, qualitative inspection aql 0.65, quantitative inspection aql 1.0. Means of inspection: gauge 063.289.013-v50. Characteristic no. 143 feature â¿¿screw thread (m8x0.75 6h)" with scope of testing: 100% visual inspection, qualitative inspection aql 0.65, quantitative inspection aql 1.0. Means of inspection: gauge 063.289.013-v50. Root cause analysis root cause determination using rmw: breakage of implant due to movement between implants leads to notching / fretting => not possible, as no signs of notching / fretting were found during investigation. Breakage of implant due to inadequate implant design &material (fatique strength - lifetime of the device): not possible, as a systematic issue with design and / or material would have been detected as part of the issue evaluation assessment. Breakage of implant due to chemical / galvanic / crevice corrosion of material: not possible, as no signs of corrosion were found during product investigation. Breakage of implant due to wrong interpretation of in situ device position and/or dimension: possible, as no surgical report has been provided this cause cannot be excluded. Breakage of implant due to wrong interpretation of x-ray template for dimensions => possible, as no surgical report or other medical reports have been provided this cause cannot be excluded. Breakage of implant due to user perform inadequate force to the plate: possible, as an inappropriate force application by the user cannot be excluded on the basis of the given information, especially, as the surgical reports are unavailable. Breakage of implant due to user define incorrect placement of the spacers and plate: possible, as no information about the usage of screws and spacers was provided, therefore, an incorrect placement of spacers or screws cannot be excluded. Breakage of the implant due to user performs inadequate forces to the plate: possible, as no surgical report or any additional medical report was provided the application of inadequate forces cannot be excluded. Breakage of the plate, migration of the screw due to user choose a wrong angular direction for the screw: possible, as some deformation of the screw holes on the bone-facing side was found this cause cannot be excluded.- breakage of the implant due to user perform improper handling of the plate during insertion: possible, as no surgical report or any additional medical report was provided the inadequate handling of the plate cannot be excluded. Breakage of the implant due to user read/interprets wrong screw depth: possible, as no information about the used screws have been reported. Breakage of the implant due to user read/interprets wrong screw depth: possible, as no information about the used screws have been reported. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction: possible, as no postoperative information was provided a wrong postoperative patient behaviour cannot be excluded. Breakage of the implant due to patient do not follow the postoperative protocol: possible, as no postoperative information was provided a wrong postoperative patient behaviour cannot be excluded. Breakage of the implant due to patient do not follow the postoperative protocol: possible, as no postoperative information was provided a wrong postoperative patient behaviour cannot be excluded. Conclusion summary from a radiological perspective, a multi-fragment periprosthetic supracondyle femur fracture on the right side around 4 months after osteosynthesis and a plate fracture through an occupied screw hole was identified. Further, no indication of a sufficient, osseous consolidation of the multi-fragment fracture was found. But, it remains unknown how the insufficient, osseous consolidation of the fracture affected the plate fracture. Therefore, on the basis of the provided x-rays no conclusive indication for the cause of the ncb plate was identified. Based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed the fracture of the ncb plate through the 7th screw hole, starting from the proximal end. The structures of the fracture surface consisting of beach lines indicate a fatigue fracture. The situation of the bone fracture prior to the implant fracture remains unknown. Therefore, the plate fracture can have multiple causes. In case of a delayed union or a nonunion bone fracture it may be possible that the plate experienced higher loads for a longer period of time than intended leading to an implant fracture. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at time of production. Therefore, based on the given information and the results of the investigation, we identified a delayed or a nonunion bone fracture as the most likely root cause for the reported implant fracture. Nevertheless, due to the lack of information regarding the fracture situation prior to the implant breakage a specific root cause could not be determined. The need for corrective measures is not indicated and zimmer biomet considers this case as closed. (B)(4).